Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01590.

Event description:
The patient was undergoing a coil embolization in the aorta using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, prior to insertion into the guiding catheter, the physician noticed a thin metal fiber at the tip of a lantern; therefore, it was not used in the procedure and a new lantern was opened. While advancing a ruby coil through the new lantern, the physician experienced resistance and therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was fractured approximately 147.5 cm from the hub, just proximal to the distal marker band. The total length of the lantern was 147.5 cm. Conclusions: evaluation of the returned lantern revealed that the distal tip of the microcatheter was fractured. If the device is forcefully mishandled during preparation, it may become damaged. The reported complaint states this was noticed prior to use; therefore, this device was not used in the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.